Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll had foreign matter. The following information was provided by the initial reporter: material#: 309628, lot#: 4312419. Rcc received a complaint via email. Date: on (B)(6) 2025, product: syringe, issue: reported to me by (B)(6): on night shift, syringe was in sealed, sterile packaging. Bedside rn noted fluid and mold(?) In syringe. Product pulled and saved in anm office. Other items visually assessed. Unsure if other items in same lot were pulled. Manufacturer/ number: bd / 309628, lot number: 4312419, patient harm: no, product saved: yes, in office, onsite contact person for more information.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter one sample of a 1 ml luer-lok syringe (part number 309628), batch 4312419, was received and evaluated. Upon inspection, multiple black spots and bubbles were observed within the barrel, consistent with embedded foreign matter. The condition is non-conforming per product specifications. The embedded material is most likely degraded plastic, typically caused by prolonged exposure of resin to high temperatures inside the molding machine. This defect is cosmetic in nature and does not pose a risk to the customer. The potential root cause is associated with the molding process. Additionally, a device history record review was completed for the provided lot number 4312419. No rejected inspections or quality issues were identified during production that could have contributed to the reported defect. Complaints related to this device and reported condition will continue to be tracked and trended. Information will be captured in trend reports and monitored monthly. Our business team regularly reviews the collected data to identify any emerging trends.

Event description:
No additional information was provided.